Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device gave an "asystole" alarm when a normal heart rhythm was displayed. Patient involvement and effect are currently unknown; additional information has been requested.

Event description:
A customer reported that the device gave an "asystole" alarm when a normal heart rhythm was displayed. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.